Manufacturer narrative:
The 1.3/1.6 retention driver shaft is provided to customers within a sterile kit and marked single use. The 1.2/1.6 retention driver shaft was returned for evaluation. The device was sent for optical inspection and hardness testing. Analysis found evidence that the driver underwent torsional deformation however, no evidence of cracking was observed. The hardness values were confirmed to be within specification. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The root cause of the driver becoming broken cannot positively be determined however, the most likely cause is related to the stresses applied to the driver during insertion of the screw. Based on the comments from the physician it is possible that the angle of insertion of the screws contributed to the event.

Event description:
When applying a tmc plate for lapidus fusion, the tip of a screw driver broke off when trying to lock the screw down into the plate. The incident occurred when placing a 14mm screw in the cuneiform side of the plate, in a hole that was drilled with the trocar-tip short olive. The surgeon's resident was the one driving in the screw when the tip broke off the driver. It was noted tht the resident was often in an awkward position and had trouble driving the screws all the way in. The tip out of the driver was left in the screw that was implanted in the patient.

Manufacturer narrative:
The UDI referenced is for the sterile kit, sk-12, that the product is distributed within.

Manufacturer narrative:
On 5/26/2017 it was identified that the initial notified date was (B)(6) 2015.